Manufacturer narrative:
Product complaint # (B)(4). This report is case 4 of 6 that is linked to (B)(4). (B)(4). Additional information was requested and the following information was obtained: procedure name and date? (B)(6) surgical removal wisdom teeth (multiple procedures on the same day). What tissue was being approximated or sutured when it broke? Tissue: gum (mouth). Were there any patient consequences due to the 5-10 minute delay? No consequences. Can you advise exactly how many cases? "Multiple patients / cases (6 patients)". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number qmbclpq0, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent surgical removal of wisdom teeth on (B)(6) 2021 and suture was used. The suture snapped under tension during use in a patient. Another device was used to complete the procedure. No adverse patient consequences were reported.